Event description:
Device 2 of 4. Reference MFR report#s: 1627487-2011-00192, 00195.

Manufacturer narrative:
Eval results: the lead was found to have a kink and all the wires were observed broken 14.5 cm distal to the terminal end. A cam mark was 16 mm distal to the kink. When the anchor was aligned with the cam mark, the fracture corresponded to the proximal end of the anchor. The lead also had an instrumentation marked near to the cam mark, but the outer tubing was not breached. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.